Event description:
Pt had a right knee prosthesis in place. Pt reported having pain and immobility of right knee on 5/10/96. Pt was seen by md on 5/12/96. The x-ray showed a fracture. The pt required surgery to replace the knee system prosthesis. The surgery was done on 5/23/96.